Manufacturer narrative:
Section a3b (gender), a4, a5: unknown/ not provided. Asku. Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2024. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was explanted from the patient's left eye. The reason for the explant was not specified. The replacement lens was not another johnson and johnson iol of the same model and diopter. It was stated that there was no patient injury (such as capsule tear) and that patient was excellent post-op. The explanted iol is not returning. No other information was provided.

Manufacturer narrative:
Additional information: new information received that patient couldn¿t adjust even though they were provided with several months to adapt. Also date of birth provided to be feb. 2, 1962. Therefore, the information been updated in this supplemental MDR report and the field below also updated accordingly. Section a: date of birth: (B)(6) 1962. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.